Manufacturer narrative:
Revision hip performed on (B)(6) 2016. Previous ddh who had bilateral srom stems and ultima cups put in 16 years ago - exact date of the original surgery unknown. Patient presented with pain and impingement that was thought to be caused by a loosening cup. Metal head, metal liner, metal shell and dome screws were removed. The acetabular was prepared with another company's cup and a new srom metal head (srom 36mm +3 metal head ref 1365-32-000, lot unknown) was exchanged. Surgery was completed as planned. The explants are not available for return as the patient requested to view these. No x-rays were obtained as consent could not be obtained by the patient. No further information available. No device associated with this report was received for examination. A worldwide complaint database search found no additional related reports against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient presented with pain and impingement that was thought to be caused by a loosening cup. Metal head, metal liner, metal shell and dome screws were removed.